Event description:
It was reported that during routine device change out, externalized conductors were noted by fluoroscopy. The lead was capped and replaced. Patient condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.